Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0074) was capped and removed from service because of inappropriately low shocking impedance parameters. The patient's automatic implantable cardioverter defibrillator (aicd) was also removed at this time. A new (aicd) and (0125) lead system were implanted.